Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported touchscreen failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 16jun2020, b4: 17jun2020. The service technician confirmed no action and no repair done as the quotation of the repair was rejected by customer. The system is now in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.